Manufacturer narrative:
See MFR: 3012307300-2017-01700 and 3012307300-2017-01702 (same patient).

Event description:
It was reported that shortly after a bolus, the patient encountered an occlusion alarm (alarm number in pump history: 26) during use of a cleo® 90 infusion set. Through troubleshooting with the distributor, it was determined that the blockage was likely located at the site. The patient's blood glucose levels were 247mg/dl at the time of the event. To address the high blood glucose levels, the patient was going to deliver a bolus and "had backup if necessary". The patient did not test for ketones. No permanent injury was reported.